Event description:
The customer reported approximately two milliliters of fluid leaked outside the instrument and onto the counter involving the coulter lh 500 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer stated aspiration p errors, with some h&h failures, were obtained on controls during the fluid leak. Patient samples were not analyzed at the time of the event. Patient results were not impacted. There was no patient consequence. All patient specimens were sent to a reference laboratory for analysis; results obtained were not released from the laboratory. The laboratory has an exposure control/risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed clear fluid leaked following the needle backwash due to slow drain of the bellows during the backwash cycle. The fse replaced the actuator for pinch valves pv21 and pv22 and resolved the fluid leak issue. The fse further discovered a blocked vacuum restrictor tubing to line fmt1. The fse replaced the tubing and performed multiple cycles with no further evidence of fluid leak. The fse determined the actuator and the blocked sample tubing contributed to the fluid leak and related system error messages. The fse reported the hemoglobin and hematocrit (h&h) check failures were unrelated to the fluid leak and noted quality control levels showed increases in rbcs and mcvs on all three quality control levels. The fse adjusted the calibration factors for the red blood cell (rbc) and mean cell volume (mcv) then performed successful reproducibility tests to resolve the h&h issues. (B)(4).